Event description:
It was reported that while a patient was switching settings, a por (power on reset) condition was seen. The patient was not able to adjust settings. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. Product ID 3387s-40, lot# v241399, implanted: (B)(6) 2010, product type: lead. Product ID 3387s-40, lot# v236136, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).